Event description:
The recipient reportedly experienced possible device migration. The recipient presented with pain at the implant site. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Per the surgeon, the recipient's device did not migrate or extrude; however, the case of discomfort due to age skin thinning was the reason for the device explant. The recipient is healing. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient will not be reimplanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. The recipient was explanted due to discomfort and chronic pain at implant site. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.